Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported event was confirmed, the cause could not be further specified. The event can be prevented by following the instructions for use (IFU) which state: "caution: do not coil the insertion tube with a diameter of less than 10 cm. The insertion tube may be damaged. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the bending section cover was missing a part and the bending section rubber adhesive was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the oes cystonephrofiberscope rubber outer covering was falling off on the distal end. The issue was found during reprocessing for a diagnostic procedure. There were no reports of patient harm associated with the event.